Event description:
Pt with acute renal insufficiency, alcohol withdrawal, heme positive stools, hbg =8, and diarrhea. Needed colonoscopy. After prep for same, flexi-seal inserted to aid with fecal management and prevent skin breakdown. No complications inserting the device andpatient did not complain of any symptoms following. Md performed colonoscopy same day (approx 5 hrs later) and noted "on my colonoscopy significant trauma and partial necrosis was noted at the site of the balloon in rectum." Post-procedure diagnoses: 1. Moderate to severe colitis affecting the entire colon. 2. Rectal ulcer which does look suspicious although it could be secondary to the inflated balloon secondary to the rectal tube. Pt. Was treated conservatively with plans for a repeat flexible sigmoidoscopy in a couple of months to look at this area of rectal ulceration event if the biopsies are normal. Discharged a week later.